Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Test: (B)(6) 2015: ECG=no myocardial infarction; (B)(6) 2015: ck=225 u/l, normal upper limit 168; (B)(6) 2015: ck-mb=1.9 ng/ml, normal upper limit 5.0. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect however the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 2.75x28mm xience alpine stent was implanted in the proximal right coronary artery (rca) lesion. Post implantation, a dissection was noted, proximal to the stent. A 3.0x15mm xience alpine stent was implanted as treatment and the event resolved without sequela that same day. On (B)(6) 2015, the patient was discharged home. There was no additional information provided.